Manufacturer narrative:
Further information from the reporter regarding event, product and patient details have been requested. No additional information is available at this time. Device labeling indicates: method of use-posology ¿if the needle is blocked, do not increase the pressure on the plunger rod. Instead, stop the injection and replace the needle. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise. ¿after needle insertion and before injection, it is recommended to withdraw slightly the plunger to aspirate and verify the needle is not intravascular.

Event description:
Healthcare professional reports an issue with an unspecified juvéderm® product the week prior. "Upon infiltration, experienced a break in the syringe indicating the top broke off it appeared under pressure and all the product was lost." No indication of patient harm.